Event description:
Dialysis facility risk mgmt (rm) reported the venous bloodline became disconnected from the extension line leading to the pt's catheter during hemodialysis treatment using the 1550 device. Rm relates that investigation into this event reveals that 15 mins into the hemodialysis treatment the attending rn noted that the pt was unresponsive and "looked funny". The 1550 device immediately gave a low venous pressure alarm on the 1550 display and the rn pressed the set/open button to remove the alarm limits. It was not noted whether the 1550 had given an audible alarm or not. The rn noted that the venous bloodline was disconnected from the extension line and immediately reconnected the lines, administered saline, and returned the fluid to the pt. CPR was initiated, 911 was called and the pt was transported to the ER. Rm relates that the pt had lost approx 1000mls of blood and had gone into cardiac arrest. The pt was hospitalized where the pt was vented and given a tracheotomy. According to the rm, the pt remained hospitalized in a vegetative state until pt expired five days after.